Event description:
It was reported that medfusion pump alarmed syringe is an empty error even though the syringe is not empty. No further details provided.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that no labels were removed or broken, and the device was in good condition with no appearance of any physical damage. Error code was found the ehl (event history log) multiple times. The customer reported problem was not duplicated during the investigation. The root cause of the reported problem could not be determined as there was no fault found with the pump. No repair was needed due to no problem was found. Preventive maintenance and functional testing were performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Other, other text: additional information received updated b5, d10 and g5.

Event description:
Additional information received on 25-may-2022. Stating error occurred during patient use but patient information is unknown.